Event description:
Follow-up information was received on 28-feb-2017: the case was medically confirmed, because the follow-up information was received from the patient as an excerpt of the health record from the patient's physician. The date of the patient's radiesse treatment was changed from (B)(6) 2016. The patient had botulinum toxin treatment for solar elastosis on (B)(6) 2016, and on (B)(6) 2016 she had follow-up injection of botox to glabella, periorbital and intermammary areas. The patient's medical history included acne tarda and solar elastosis. The patient had a medical peel with mandelic acid for acne tarda on (B)(6) 2016 and "ms" was 40% (as reported). She had mesotherapy on (B)(6) 2016 and on (B)(6) 2016. Further concomitant medication included fucicort cream (2 times daily) for 4 days from 22-(B)(6) 2016. On 05-jan-2017, the patient reported she experienced swelling in the face since one month and claimed to have cysts that needed surgery. There was no hardening in the cheeks or swelling identifiable. The patient was diagnosed with abscess on (B)(6) 2017. The patient was prescribed cefuroxime 500 mg tablets, 1 in the morning and 1 in the evening, 2 days before and 5 days post operation. On (B)(6) 2017, excision of the right cheek was performed, 2 cm in the area of buccal mucosa. Wound was cleaned with 1 liter of prontosan and the corrective treatment included ibuprofen 400 mg. On (B)(6) 2017, the patient was prescribed pantoprazole tablets 20 mg. On (B)(6)2017, histological tissue from the excised cheek tissue was analyzed and hyperplasia of salivary gland tissue was identified. Results showed that salivary glands and salivary gland ducts were found next to fatty tissue and muscle fascicles. Evaluation of the histology report: "hyperplastic salivary gland tissue with centrally recognizable salivary gland duct. In context with the localization it could also be ectopic salivary gland tissue. No abscess-forming inflammatory reaction identified. No evidence of malignancy." On (B)(6) 2017, there was no inflammation present and the diagnosis was status post abscess. The patient was still receiving cefuroxime. On 03-feb-2017 a second opinion for the histological specimen was requested from a dermatological specialist, who had no adjustments of findings. Excision of the left cheek was scheduled for (B)(6)2017. Since the previous event of "swelling in treated areas" was reported as of severe intensity, the current event of "abscess/cysts that needed surgery" was considered of severe intensity as well.

Event description:
Follow-up information was received on 30-jan-2017: the patient was in touch with her physician again and noted the indurated nodule at the right side was surgically removed by the physician on (B)(6) 2017. During the surgery, tissue samples were taken for histological examination, but the results were pending. A second surgery for the left side was planned for (B)(6) 2017.

Manufacturer narrative:
The device history record for radiesse injectable implant lot 100081948 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were discovered that would have contributed to this event.

Event description:
Follow-up information was received on 13-mar-2017, 15-mar-2017 and 20-mar-2017: the patient was injected subcutaneously with a total of 3 ml of radiesse bilaterally into cheek, epicanthus and nasolabial folds for cheek hypotrophy on (B)(6) 2016. She was injected with 1.5 ml into one (also reported as six injection points in total) injection point on each side. Needle used for injection was a 28 gauge. Batch number was reported as 100081948. Additionally, the patient was injected with radiesse into the neck area on (B)(6) 2016. Prior aesthetic treatments included a filler injection in (B)(6) with an unknown product into an unknown injection site 15 years ago. She had no disposition to lymph drainage problems or allergies. The patient's medical history and concomitant medication were additionally reported as none. In (B)(6) 2016, the patient experienced granuloma formation with salivary glands obstruction located on both cheeks, but greater on the right side. An excision with a wash out from the oral side was performed and the potential silicon filler from russia and the radiesse were removed. The physician confirmed excision of the left side was performed on (B)(6) 2017 and excision of the right side on (B)(6) 2017. Histological examination was only done for the excision dated on (B)(6) 2017. To clarify the diagnosis and symptoms, the physician noted the histological results neither confirmed nor excluded the suspected abscess but verified hyperplastic salivary gland tissue. The patient was not hospitalized. Systemic antibiotic was prescribed for prophylaxis. The outcome of the events was reported as resolved in (B)(6) 2017. In the opinion of the reporter, the events were of moderate intensity, not permanent, not life-threatening, and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, nodules, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler was not performed as the lot number was not provided.

Event description:
This consumer report was received from a german consumer and concerns a (B)(6) female patient who was injected subcutaneously with a total of 2 ml of radiesse into nasolabial folds for volumization, on (B)(6) 2016. She had 1 ml of radiesse injected into the left and 1 ml into the right nasolabial fold. In (B)(6) 2016, approximately two weeks after the radiesse injection, the patient developed swelling in treated areas and formation of big, hard lumps in the skin. No systemic antibiotics were prescribed and reportedly, no measures were performed. Permanent damage was suspected by the consumer, because the indurated nodules formed after injection of radiesse and contact with the other permanent filler. According to the reporter, two physicians confirmed that the indurated nodules would not resolve but have to be surgically removed. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of severe intensity, not life-threatening and related to radiesse injection.